Event description:
The target lesion was the pulmonary artery. The vessel was not calcified or tortuous. A femoral approach was used and an sv guidewire was advanced to the lesion. The first cutting balloon (6mm) was passed over the wire and was used without difficulty. The second cutting balloon (8mm) was inserted and also successfully dilated the lesion. However, it was confirmed that one of the blades of the cutting balloon was lost while removing it from the pt. The physician pulled the sheath out of the pt to check if the missing blade was caught at the tip of the sheath. With this, he found that the tip of the sheath broken and almost 2mm of the tip remained at the site of puncture. He tried to remove the tip by snaring the piece, but he was unsuccessful. The remaining tip was finally retrieved when the physician made a slight incision in the groin.